Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced an epidural hematoma following an implant of his scs system on (B)(6) 2018. Reportedly, the patient was admitted at the ER later that night due to not having function from the waist down. As a result, surgical intervention was undertaken on the same day wherein the scs system was explanted and the hematoma was removed. The patient regained function following the explant and was released the next day.